Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. A manual drop test for intermittency was performed and the test passed. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient contacted dexcom on (B)(6) 2015 to report an adverse event that occurred on (B)(6) 2016. Patient was a passenger in a car and blacked out on his way to softball practice. Patient's brother-in-law, who was driving, called the paramedics at about 2:00pm. The paramedics arrived and administered the patient 1000cc of glucose on the side of the highway. Patient's blood sugar was 23mg/dl at the time of the paramedic's intervention. The patient did not require hospitalization. Patient was unconscious and did not remember hearing alarms from the continuous glucose monitor. Additionally, the patient tested the receiver's audio function and the receiver did not beep. No additional event or patient information was provided.